Event description:
The customer reported the system failed to boot up. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.